Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that there was a recharging issue and difficulty with recharging. The patient noticed that starting about a month prior to the report, he was having difficulty connecting the recharger to the implantable neurostimulator to charge the implantable neurostimulator. He would have to try a couple of times to connect to the implantable neurostimulator. The equipment shows charge quality excellent, but at first, the implantable neurostimulator only charged about 50%. Now the implantable neurostimulator is not taking a charge at all, remaining at 0% despite excellent recharge quality. The patient mentioned that it has been a little harder to get charged each time. The patient has tried repositioning the recharger over the implantable neurostimulator. The patient was redirected to his health care provider to have his implantable neurostimulator and external equipment checked. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient tried charging but couldn¿t get past red. The manufacturer's representative (rep) reported they had been charging the patient's neurostimulator (ins) with excellent quality for the past 5 minutes. Attempts to communicate with the tablet were unsuccessful. The rep observed screen 49. Patient believed this was the same screen he had been experiencing but a message popped up and stated "unable to receive a charge". Troubleshooting occurred, the rep confirmed the controllers recharge mode was set and indicated the controller found the ins and reported excellent charge quality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient and manufacturer representative just kept trying to connect and were eventually able to. The patient still has problems trying to connect to the ins. No symptoms or complications were reported.